Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with blood glucose of 42 mg/dl at the time of the incident. The customer's meter was reading 224 mg/dl when they were actually 42 mg/dl. The customer had bloused for the high as they did not know the meter readings were inaccurate. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device communicated properly with the test blood glucose meter. The test value of 121 mg/dl was sent by the meter and received by the device. No insulin pump/meter communication anomaly noted. Device had minor scratched display window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).